Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material confirmed but the root cause could not be determined. Two photographs were returned for evaluation. One photograph shows the user holding a red thin film of material against one of their fingers. The film is partially see through. The second photograph shows the distal end of a catheter. Blood residue is present inside the exterior and interior surface of the catheter. A red foreign material is present extending perpendicularly from the catheter tubing. The material starts as a narrow shape near the catheter and expands into a thin, partially see through film as it moves away from the catheter. The thickness, color and location of the foreign material suggest that the foreign material was likely biological material, such as a fibrin sheath. However, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there was a film looking substance attached to trialysis catheter. Could be fibrin but the customer thinks it is some sort of film. No additional information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.